Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported that after lifting himself out of bed one day, the pt noticed a change in his stimulation. Originally implanted for left leg and foot pain, the pt only felt stimulation in his right leg and the inner area of his left leg. As reprogrammed was unable to correct the issue, a surgical intervention was needed. Intraoperative, a portion of the existing lead was electrically abandoned and a new lead was added. Post-operative, stimulation in the desired areas was restored. No pt complications were reported as a result of this event.